Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient went in for a device change out procedure and during it, the ra lead was tested via a pacing system analyzer (psa) and noise was observed. Once the ra lead was connected to the new device, high out of range pace impedances of greater than 3000 ohms were observed in bipolar. Unipolar showed in range values of 400 ohms. However, in both polarities, noise and non-capture was seen. The physician elected to leave the lead in service, but program around it, due to the patient's age. At this time, the lead still remains in service. No adverse patient effects were reported.